Event description:
September 6th this pt had his implanted port accessed & complained of chest pain. X-ray examination indicated the distal 15cm of catheter had fractured & was in the right atrium/superior vena cava. The device was placed 4/24/95 for use with chemotherapy. The distal catheter was removed on 9/7/95. 18cm of catheter was retrieved from the pt. The port has not been explanted as of 9/15/95.